Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing threshold measurements and out of range pacing impedances greater than 2000 ohms. The lead was capped and a replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.